Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message on patient side (error code e07) associated to stirring mechanism blocked or too slow and pump patient circuit 2 did not work. In addition, another error (code e05) related to pump that does not start was displayed on cardioplegia side. The issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in india. It was noted that distribution board did not provide power to pump patient circuit 2 and also to cold cardioplegia pump that worked partially. In order to solve the issue, pump patient circuit 2, cold cardioplegia pump and distribution board need to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11. The involved system underwent a technical safety inspection (tsi) and was returned to the customer in full working order. A review of the service history of the device indicated no prior reports of similar events. Based on the gathered information, the root cause of the event has been traced back to defective components, likely due to wear and tear of the aforementioned parts. The wearing of an electromechanical device can be attributed to specific use conditions at the customer site and may have contributed to the event; however, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.